Event description:
It was reported that the patient had a fractured lead which was not replaced during an implantable neurostimulator (ins) replacement procedure because the physician was not a spine surgeon. It was also indicated that the patient would not have wanted the lead revised. Following implant of the new ins, the patient still had a fractured lead and a perils working system, which covered some areas of pain. Additional information has been requested but was not available as of the date of this report.

Event description:
The patient received assistance from their physician or company representative on (B)(6) 2012 and all concerns resolved.

Manufacturer narrative:
(B)(4). Lead model 3998, lot# lb7951, implanted (B)(6) 2003, explanted unk; extension model 748951, serial# (B)(4), implanted (B)(6) 2003, explanted unk; extension model 748951, serial# (B)(4), implanted (B)(6) 2003, explanted unk; adaptor model 74002, lot# n299961, implanted (B)(6) 2012, explanted unk; adaptor model 355531, lot# n314546, implanted (B)(6) 2012; programmer model 37744, serial# (B)(4).